Manufacturer narrative:
Investigation: visual inspection revealed that the seal had cracked along the second ring from the center. The tension spring assembly was inside the delivery tube and the seal was rolled more than halfway outside of the delivery tube. The white collar was not present; the plunger had been partially depressed. There was slight evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal cracked" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring ii seal cracked during use. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.